Event description:
It was reported that a pta balloon being used for post-dilatation of a stent in the iliac artery was difficult to deflate. Reportedly, the pta balloon was successfully deflated and removed. Further info is pending. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.